Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 due to a low blood glucose level of 20 mg/dl. The customer's husband did not rewind the insulin pump prior to an infusion set change. The insulin was pushed into her body. She also believed her hospitalization was due to the food she had for dinner that she did not digest well. Glucose was administered at the hospital. The customer did not want to troubleshoot. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.